Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the receiver would not turn on. No additional event or patient information is available. The complaint device receiver and accessories were provided for investigation. The problem was confirmed through the receiver. The device was visually inspected and no defect was found. Functional testing was performed and a "call tech support error" was observed on the receiver screen. The receiver log was reviewed and found screen error alarm events related to the complaint. The reported event of receiver would not turn on was confirmed during log review. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.